Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardioverter defibrillator exhibited premature battery depletion. As a resolution the ICD was explanted and replaced on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device was operated in high output mode. Longevity assessment found the device was operating at elective replacement level, consistent with normal longevity. Electrical and mechanical tests found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.